Event description:
It was reported that the patient was deceased. The physician's office did not have a date or cause of death. An internet search found patient's obituary, where the date of death was mentioned. Follow up with the patient's neurologist determined that the patient was last seen on (B)(6) 2016. System diagnostics were reported to be within normal limits, and the last settings were known. The battery status was not explicitly documented, but based on the known documentation practices, the medical professional concluded that an ok battery status was observed since the notes did not directly address it. Follow up with the servicing funeral home showed that the patient was embalmed with no autopsy performed. No evidence was found suggesting the patient's vns system was explanted prior to burial. No information could be given regarding the cause of the patient's death. Based on the limited available information about the patient's death, an internal classification has determined that the death may be possible sudep. No additional pertinent information has been received to date.